Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot, that a skin reaction (infection) at the puncture site occurred. The biosensor was inserted in the arm on (B)(6) 2026, and the arm was cleansed with alcohol prior to insertion. On (B)(6) 2026 the symptoms included redness, inflammation, and an infection at the puncture site. She had pain in the area. The customer consulted a healthcare provider (hcp) (unspecified date) who prescribed an oral antibiotic (sulfamethoxazole and trimethoprim, unknown dosage) which was started on (B)(6) 2026. Although requested, as of (B)(6) 2026 the current condition of the customer was not specified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.